Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse replaced new cable (B)(4). Fse performed complete sample nozzle alignment check. Also, all lead screws were cleaned and lubricated. The fse ran daily start up and tsh control to verify functionality. The customer requested to replace w. Pump due to rattleing noise. A quality control run was performed and all results were within range. Instrument is functioning as intended and was released. The most probable cause for this event is cable (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4019 spec. Z-axis home not found on their aia-360. Customer requested service in order to address the reported issue which resulted in delay reporting of results for lh ii, fsh, e2, prl and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.